Manufacturer narrative:
Correction a1, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported there was no patient involvement.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. During visual inspection, a capacitor was observed to be damaged. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device failed tc23010 and all the following tests. The device became unresponsive. The infrared (ir) camera detected that the c414 component was overheating. A damaged c414 can result in rapid current drain that prematurely dissipates the charged stored in c369 and c371. Thus, causing the premature power down when batteries were removed. The c414 was replaced and then the epg passed all the tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that he external pulse generator (epg) operated for 10 to 15 seconds after the battery was removed, which was lower than the expected 30 seconds of operation. It was noted that the main printed circuit board (pcb) was out of specification electrical, and a capacitor was damaged. Additionally, the upper case was broken and the lower case had cosmetic defects. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) operated for 10 to 15 seconds after the battery was removed, which was lower than the expected 30 seconds of operation. It was noted that new batteries were being used. No patient complications have been reported as a result of this event.